Event description:
Patient reported left side rupture and capsular contracture, baker grade unknown. Patient additionally reported "lobulated contours," folds, and liquid. Healthcare professional confirmed the device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient additionally reported "lobulated contours," folds, and liquid. Healthcare professional confirmed the device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and rupture. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported left side rupture and capsular contracture, baker grade unknown. The device remains implanted.